Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and battery power. The battery was charged for 48 hours; however, the device was only able to remain powered on for approximately 1 hour and 45 minutes. The low battery alarm with visual indicator was observed. The battery unable to charge to an acceptable capacity. The bottom case speaker was also found to be distorted.

Event description:
It was reported that the device will not hold a charge for more than about 20 minutes. The unit will engage in monitoring. No consequences or impact to patient.